Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein their scs leads and ipg were explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported that the patient had a hip surgery about a month ago and they did not turn the device off or to surgery mode. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient's ipg was no longer communicating with external devices after not being placed into surgery mode during an unrelated patient surgery. Surgical intervention may take place at a later date to address the issue.